Event description:
Patient presented to physician with slight difficulty breathing 24 hours after inspire implant surgery. Patient returned to the hospital and had a catheter placed to treat the pneumothorax. The patient¿s issue is now resolved.